Event description:
Per the surgeon's history and physical: failed right acetabular component. The patient had noticed a clicking sensation and discomfort in the right hip with no dislocations. She has been previously worked up with an aspiration of this region. Elevated cobalt-chromium levels (chromimum 22.5 ng/ml, cobalt 113 ng/ml) and an elevation of her white count were noted. There was amorphous and de-differentiation of cells consistent with metallosis and reactivity. Within her hip, her cultures have been negative. Impression: failed right acetabular metal-on-metal depuy asr cup with elevated metal ions by blood studies. MRI denotes fluid collection outside of the lateral subcutaneous fat, which is separate from the joint space, which represents an old seroma. There is edema in the right iliacus muscle noted on the coronal-short inversion time recovery MRI (stir) images, which may be secondary to myositis or could be reactivity to fibrosis or seroma from the metal on metal reactivity.